Event description:
On (B) (6) 2008, the patient had surgery to implant a trinica 52mm anterior cervical plate with six 4.2x16mm variable self-drilling screws, and two bone grafts from another manufacturer at levels c5-c7. During a post operative exam (date unknown) the patient's surgeon discovered bone graft collapse and 2 broken screws at c5. Revision surgery took place on (B) (6) 2008 to remove the hardware and replace it with a 50mm plate and screws of the same size. Interbody devices from another manufacturer were implanted.

Manufacturer narrative:
Device history records reviewed. Code: review of device history records revealed no discrepancies. Results of screw analysis do not indicate defect or misuse that would contribute to the screw breakage. It was not determined whether the fracture was due to fatigue or due to loading that exceeded the load strength of the material. Failure was likely caused by either repeated high loading of the construct or a single, excessive loading event.